Manufacturer narrative:
(B)(4). Eval, results: (stent graft misplacement, endoleak). (Aortic neck was angulated >90deg, short, and conical). Eval, conclusion: (aortic neck was angulated >90deg, short, and conical).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was angulated >90deg, short, and conical, proximally the diameter was 21 mm and distally the diameter was 28.7, the length was 1 cm. It was reported that the first 4-5 stents were opened and then the anchoring pins were deployed; however, the device wind socked down. There was a proximal type 1 endoleak that was resolved with a cuff. No clinical sequelae were reported and the pt is fine.